Event description:
Complainant alleged that the clinicians were performing a scheduled cardioversion on a patient (age and gender unknown), but upon the administration of the first shock at 200 joules, a loud "popping" sound was heard and the device then displayed a "defib fault 72" message. The clinicians then obtained a second device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.